Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2012 and suture was used. The needle tip was broken during use. The needle piece was removed during the same procedure. There was no patient injury and minimal delay in the procedure.

Manufacturer narrative:
Conclusion: a photo of the actual device involved in this event was returned for evaluation. The cause of the event could not be determined.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.